Manufacturer narrative:
One device was returned for analysis of complaint that pump has constant false alarms such as ¿pressure alarm, air alarm, cassette not locked, etc." There was no patient involvement. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual and functional testing was performed. No defects/discrepancies were noted. Review of event history log did not replicate complaint. The cause of the reported issue was not determined; pump had no problem with function and notifications. Device submitted for functional and delivery tests after repair activities completed, and the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that issue of the pump has constant false alarms such as ¿pressure alarm, air alarm, cassette not locked, etc.¿. There was no patient involvement.